Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the use of the pump caused the patient to develop neuropathic retinopathy. The reporter indicated discontinuing the pump just over a year earlier and indicated that since discontinuing, blood glucose levels were under better control. The reporter indicated that due to the way the pump was set up and the little help received, the patient lost their sight. No additional information was obtained. Animas attempted to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation that the patient lost their sight associated with the use of the insulin pump.